Event description:
It was reported via the implant patient registry that a 19mm bioprosthetic aortic valve, implanted for three (3) years and one (1) month, was explanted due to patient prosthetic mismatch, leaflet restriction, and severe stenosis. The patient presented with sob. The explanted device was replaced with a 23mm valve. The replacement valve was noted to be functioning properly. On pod #(B)(4) a ppm was implanted due to chb. The patient was discharged home in stable condition on pod #(B)(4). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Surgical/percutaneous intervention or intervention may be required or indicated. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.